Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are "hard," "moves around," device is "drooping," and saline implant "rupture."

Event description:
Patient reported device is "hard and move around." Patient additionally reported "rupture" and "drooping." Device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient additionally reported "very painful, burn as if they were on fire, wrinkling/rippling, and implants were starting to get bubbles." Device has been explanted.